Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that their mother was brought to the emergency room on (B)(6) 2018 due to a blood glucose level of over 700 mg/dl. Customer experienced symptom related to their high blood glucose such as nausea and treated with insulin pump. The customer was wearing the insulin pump at the time of hospitalization. Blood glucose was 750 mg/dl at the time of admission and 560 mg/dl at the time of the call. Troubleshooting was not performed. Customer's son was advised to change the infusion set every 3 days. The insulin pump was not replaced or returned for analysis.